Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and confirmed the leak in the hub allowing fluid to leak when the device is pressurized. A review of the complaint handling database found no other similar incidents from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the most probable root cause to be variability in the gluing process during manufacturing. The issue will be addressed per operating procedures. The performance of these devices will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a de novo lesion with no tortuosity and mild calcification in the superficial femoral artery. The armada 35 ll balloon catheter was prepped outside the patient without issue. The armada 35 ll balloon catheter was advanced to the lesion; however, during inflation a leak at the hub was noted and the balloon could not be inflated. Another armada 35 was used successfully to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4).